Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the prograsp forceps instrument had broken jaws. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage to the instrument happened when in use and in a patient. Checking again with the staff in the room, there were no seen fragments in the patient that fell from the instrument. Patient visitor safety report (pvsr) was filled out by the registered nurse. The patient has not returned for post-surgical complications related to retaining a foreign object. No fragments were seen falling into the patient. Additional patient demographics were provided.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found the instrument grip pin was found to be missing. As a result, the grips were separated. The complaint regarding the broken jaws was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. A review of the instrument log for the prograsp forceps instrument (471093-11/k12220523 107) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4), with 13 uses remaining. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause of the missing grip pin is attributed to a manufacturing issue. This complaint is being reported based on the following conclusion: failure analysis confirmed the instrument's grip was missing. This instrument is designed with a grip pin on the distal end allowing articulation of the instrument assemblies they are holding together and is secured to the device by swaging. If the pin is not properly fused together, the pin could become dislodged and fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.